Manufacturer narrative:
Updated information: d1 brand name updated. D4 serial number updated. H6 component code changed to g07003. The investigation for the hypotension/hematuria/major bleed has been completed. No product was returned. The cause of the injury was not determined due to insufficient clinical details.

Event description:
A 61-year-old male patient was admitted with acute decompensated heart failure. Percutaneous coronary intervention was performed on (B)(6) 2025 with subsequent hypotension post procedure. Albumin given for volume repletion. The patient was started on inotropic support. Echo imaging was done for suction and impella position unknown alarms. The patient developed hematuria and gi bleed while on systemic heparin. No further information provided and the impella device was removed on (B)(6) 2025. Bleeding most likely due to systemic heparin for impella pump support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.